Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn't determined. The rep reported that after the issue was determined via an impedance test on (B)(6) 2018, they tried to reprogram using viable electrodes. The rep reported that it provided very little coverage. The rep advised the patient to make an appointment with his surgeon as soon as possible to discuss his options. The rep reported that they met with the patient on (B)(6) 2018 at his appointment with his surgeon¿s physician¿s assistant (pa). The rep reported that the patient confirmed that the little programming she did on (B)(6) 2018 provided no relief. The rep reported that x-ray proved that both of his leads had migrated, presumably from the fall in (B)(6) 2017. The rep reported that lead #1 completely migrated out of his epidural space and lead #2 migrated down about 1 vertebral space. The rep reported that the pa confirmed a lead revisions was necessary and surgery was scheduled for (B)(6) 2018. The issues weren't resolved at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient spoke with a spine surgeon because for the last 6 months, he has been having low back pain at night. Patient stated his stim gets stim down both legs and feels like restless leg syndrome. Patient stated the spine doctor recommended meeting with the manufacturer representative (rep). Patient stated that maybe one of the leads moved or one of the leads might not be working. Patient stated he has been messing with it but hasn't been able to get anything to change any different. Patient stated he uses adaptive stim. It was reported the patient fell off the ladder early last year, he went to the medical center but did not tell his healthcare provider. Caller was redirected to f/u with hcp. Patient stated he kind of always had it (pain) but it has been really bad for the last 6 months probably, 2017. Additional information was received from the rep. It was reported that the patient has had an increase of night pain. The patient had a fall in (B)(6) 2017 and had noticed a change since then, has had difficulty getting to sleep and changing the amplitude didn't help. The rep reported that, since implant, the patient has had an increase in activity and has gone back to work/construction and the pain was manageable during the day, but since the fall, the night pain increased. The rep took impedances at 3v which showed that the 0-7 leads had all >40000 and the 8-15 lead showed viable combinations (800's-1000's). The rep would attempt to change the pulse width and rate to cover more of the patient's pain in their paresthesia areas. The rep would also review x-rays and the next steps with the healthcare professional. It was noted that this was a sudden change in therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that they did revision surgery today. The doctor determined that both leads had migrated. Rep said they replaced the ins with a 97715. No further complications were reported anticipated.